Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient attempted to self-treat with boluses, however, his blood glucose continued to increase. The patient obtained a blood glucose result of 31.5 mmol/l and the patient's wife transported him to the hospital. In the car, in route to the hospital, the patient was vomiting and briefly became unconscious. Upon arrival at the hospital, the patient's blood glucose result was hi mg/dl. The patient was diagnosed with diabetic ketoacidosis. The hospital attempted to treat the patient with insulin via pump therapy, however his blood glucose was not decreasing, therefore the hospital treated the patient with insulin. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.